Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had experienced a sudden loss or change of therapy. The patient stated that she reported a return of symptoms (2 accidents) to their healthcare professional (hcp) and she stated that they thought it was her internal battery so the hcp scheduled ins replacement without the device being checked at the hospital. The patient indicated that someone medtronic checked her device and it showed that it was fine, but in the notes documented it was noted that the batteries in the patient programmer were bad. The patient did not have the ins replacement, however she stated that the notes she read from the medtronic person listed it was wrong and she wanted it corrected. It was noted that on the day of the call, at the hospital for the ins replacement it was determined that the issue was with the batteries in the patient programmer.

Event description:
Additional information was received in a patient letter reporting that the return of symptoms resolved once the batteries in the programmer were replaced and worked. It was reported that everything worked once the manufacturer representative checked the implantable neurostimulator (ins) battery and then put in new patient programmer batteries. The patient told the health care professional (hcp) that the battery was not working since they had the icon showing that the battery was dead. After checking with the hcp the patient found out that someone should check everything out before the patient got prepped for surgery at the hospital. The patient was told by the hospital that it should have been by the hcp office as they had an appointment 1 week before the scheduled surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.